Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that during routine check, invasive fiber optic port in cardiosave (iabp) appears to be inoperable. No patient involvement.